Event description:
Boston scientific received information that this lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information has been received in regards to the reported clinical observations. This product issue will be updated if additional information is received.